Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection via manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.